Manufacturer narrative:
One device was returned for repair. Device has not been service in the review period. Event history shows alarms for primary problem was triggered. Conducted incoming performance verification testing and visual inspection. Primary problem was confirmed with functional and visual testing. Attached 100ml cassette and the alarm for cassette not properly attached was triggered. Attached a 50ml cassette and the alarm triggered again. Replaced latch lock flex sensor and attached 100ml cassette, alarm was triggered again. Replaced latch lock mechanism and attached 100ml cassette and no alarm was triggered. Visual inspection also found the downstream occlusion (dso) seal was broken and there was some contamination. Replaced the dso seal and sensor. Device passed all performance verification tests.

Event description:
It was reported that the pump was alarming, "cassette not attached properly, reattach cassette." There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.